Manufacturer narrative:
This event occurred in (B)(4). All electrodes were replaced on (B)(6) 2020. Calibration and qc were acceptable. The field service engineer (fse) found one or more damaged tubings on the rinse unit and replaced them. There was a leak at one of the nozzles. Following the service visit, the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter questioned high results for multiple patients tested for ise indirect na for gen 2 on a cobas 6000 c (501) module. The following discrepant results were provided for 1 patient sample: the initial na result was (B)(6). The repeat result was (B)(6). No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.